Event description:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit.

Manufacturer narrative:
Visual inspection of the unit revealed a broken terminal, connecting the heater wire to the thermostat, which had briefly allowed electricity to come into contact with the fabric foundation, resulting in a 1/4" burn. We were unable to determine how the terminal had broken.